Event description:
It has been reported to philips that there was a footswitch issue and x-rays were unavailable. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use and the procedure got aborted. A philips field service engineer (fse) inspected the system onsite and identified fluoroscopy was not possible because of issue in wired footswitch. The engineer replaced the wired footswitch, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.